Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer. It was reported that the patient had a diagnosis of ankylosing spondylitis disease, which led the hcp to implant the pump. The serial number and implant date of the pump were provided. It was reported that as part of the problem, the patient did not achieve a therapeutic effect at the same dose or doses higher than those at which the morphine test was performed, which must be performed before making the decision to implant the pump. The cause of the discrepancy had not been determined. The catheter had been checked and contrast medium had been passed as a bolus through the priming port, determining that the catheter was not obstructed, the contrast medium could be seen on its way through the catheter to the tip reaching the intrathecal space. X-ray images had been obtained to determine a possible anomaly of the rotor without any signs. No tests other than routine tests have been performed. A failure had been determined in the electronics since the telemetry showed on the programmer screen that the tank had only 2.2 ml and when extracting the remaining drug, 12 ml had been found. The doses had to be adjusted by calculation to the point where the patient reached a therapeutic dose, representing a risk since the current dose indicated on the programming tablet was 1,395 mg of morphine when the test performed on the patient indicated sufficient dose of 300 mg. The only way for the pump to deliver an adequate dose. The patient received rescue boluses for which it was not known precisely how long they were delivered, but in the end the patient managed to mitigate the pain. It was suggested to the treating physician to return to normal doses for the patient given the risk that the pump would begin to act normally and follow the telemetry instruction, which represented a known risk in the adverse effects described in the prescribing information for morphine. The next step was to guarantee the equipment even if it was outside the guarantee periods for the final consumer for mexico. The event did not resolve. An authorization from the insurance company authorizing the revision of the catheter in the operating room in (B)(6)2022 was received. The doctor had reported the anomaly in the administration of the drug to members of the medtronic team without them taking action or following up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep). The serial number of the pump was provided. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. No further actions have been taken or planned to resolve the recurring volume discrepancies. Regarding the recurring volume discrepancies, the actual reservoir volume(s) and expected reservoir volume(s) including date(s) were not available. The cause of the volume discrepancies had not been since determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that that a medication dosage failure regarding the pump had occurred.  The doctor found a discrepancy in the volume of the drug in the reservoir.  Telemetry indicated an expected pump reservoir volume of 2 ml; however, 12 ml of morphine was found determining a delivery of medication that does not correspond to the dose indicated in the programmer. The patient was without injury regarding their status as of (B)(6) 2024.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The date of first volume discrepancy was unknown; however, this was still a recurring issue with the device that keeps affecting the patient's treatment. A catheter revision occurred on (B)(6) 2024. Initially the volume discrepancy was thought to be due to the catheter, but after performing a catheter revision this was ruled out because the revision went perfectly and the catheter was proved to be working properly. Regarding the previous report of current doses indicated on the programming tablet are 1,395 mg of morphine, when the test performed on the patient indicated sufficient doses of 300 mg, it was clarified that this information is not relevant to the problem, it was only provided as a backup to the fact that the patient is not receiving the correct infusion hence not having the expected therapeutic benefits.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0221415335 , implanted: (B)(6) 2021, product type: catheter. H1 correction: the type of reportable event was not previously updated from being a reportable malfunction to a reportable serious injury regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.